Event description:
It was reported that during an unknown procedure, the safety shield would not lock and the blade continued to be exposed. There was no tissue damage. Case was completed with a like device with no pt consequence. One device will be returned.